Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending the evaluation of the device.

Event description:
It was reported that patient's catheter was damaged likely due to a blade. The patient reported that the pump pocket was "squishy" and numb. A catheter revision was subsequently performed.

Manufacturer narrative:
Internal complaint number: (B)(4). Evaluation of the catheter could not determine a cause for the damage. However, it is likely due to the catheter being cut with a blade, as initially reported.